Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor anomaly.

Event description:
It was reported that the insulin pump alarmed motor error during normal use. It was stated that the insulin pump had been worn during an MRI scan as he was not told to remove it. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.